Manufacturer narrative:
The only problem that the users were having was that retrospective data was not available after the pt was discharged from the central station. While the customer does not claim product malfunction, this issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation are not related to the storage of data. There was no malfunction. No further investigation or action is warranted. (B) (4)

Event description:
The customer reported that a pt coded while on telemetry. The pt eventually died.